Manufacturer narrative:
The manufacture number used in this report (2031642-2023-00116) reflects the old manufacture number, this correction is to update the record to the new manufacture number.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touch screen is not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. A remote service engineer (rse) evaluated the device with the customer and confirmed that the touchscreen is not working. The touchscreen has minor physical damage. The rse provided the part ID of the touchscreen (front bezel).